Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number a device history record review could not be completed.

Event description:
A device report from (B)(4) indicates a surgeon placed four matrix screws at levels l5-s1, he then removed the intervertebral disc and placed a t-pal cage. Surgeon then placed the rods along with four matrix locking caps locking with a torque limiter. An x-ray was taken showing the cage needed repositioning. Surgeon could not unlock three of the four locking caps. Surgeon could not reposition the t-pal cage, he then re-tightened the one locking cap he could loosen and completed the procedure. This is one of six reports for this event.